Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip intermittently became detached from the pump case. Subsequently, the pump case fell, causing infusion sets to be intermittently pulled out. There was no impact to the customer's blood glucose level. The customer loaded new supplies and resumed insulin delivery.